Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar decompression surgery. During surgery, the flex arm would no longer tighten indicating breakage of something internally. The product did not come in contact with the patient. No patient complications were reported.